Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that three infusion sets fell off during use events on (B)(6) 2024. Infusion set was in use for about 24 hours. The blood glucose reported 170 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information available.